Event description:
It was reported that the patient's implantable cardiac monitor exhibited undersensing that caused false episode being recorded. No programming changes were made. The patient status was unknown.